Event description:
It was reported that during a hysterectomy, tip of the device was broke off and fell into the pt. The tip of the device was recovered. The case was completed with another like device with no pt consequence.